Event description:
As reported, during use in patient, this ev1000 system provided incorrect stroke volume (sv) value. Value displayed was around 120 milliliters while the expected one according to the patient status was around 50-70 milliliters. The waveform displayed was normal and no error message was showed. Fluid bolus test was made and the flotrac positioning was done, looking for over or under damped status but the issue remained. The patient did not receive incorrect treatment due to this issue since clinical experience of the clinicians and correct waveform displayed was followed. Patient demographics unable to be obtained. There was no allegation of patient injury.

Manufacturer narrative:
The monitor involved in this event was not received at technical service center for a full examination since it will be kept at hospital. Therefore, a product non-conformance or device failure could not be confirmed. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.